Manufacturer narrative:
Updated analysis summary by alfred santos on march 4, 2022 retainer ring = black. On (B)(6) 2021, the customer alleged for hospitalized high blood glucose, diabetic ketoacidosis, insulin pump under delivery and cosmetic damage on the retainer. History download was successful using thus and carelink upload was successful. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. In further full review of the insulin pump history on the event date of (B)(6) 2021, there is no unexpected alarms/suspends and found four bolus deliveries that the customer manually programmed and delivered at 11:15:35 of 3.8u, 11:19:40 of 5u, 13:11:46 of 0.9u and 14:27:40 of 2u. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay. No damage on the retainer during the visual inspection. In summary, insulin pump passed all required testing. Unable to verify customer alleged for high blood glucose and diabetic ketoacidosis. Cosmetic damage at the retainer was not confirmed, however, other cosmetic damage was noted. Customer alleged not confirmed for pump under delivery. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2021. The customer¿s blood glucose level was 1200 mg/dl to 1400 mg/dl at time of incident. Another blood glucose level was 613 mg/dl, 733 mg/dl. The customer was treated with insulin drip and manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Insulin pump had damage retainer ring and reservoir was able to lock in to place. The device will not be returned for analysis.